Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd 10ml syringe luer-lok¿ tip leaked. There was no report of injury or medical intervention.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. DHR review for batch 5083618 (p/n 301029): manufacturing dates: 04/27/2015 to 05/01/2015. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 5083618 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Conclusion: unconfirmed: bd was not able to confirm the customer¿s indicated failure. The root cause is undetermined.